Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ak5407 number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the procedure completed successfully? Was there any adverse consequence associated with the patient? Name of the procedure? What is the patient's current status? How many devices had ¿the needle is disassembled¿ issue in this procedure? Did the needle pull off or broke? Product return status / follow up? There is no physical or photographic evidence of the device. Steel suture captured in mw 2210968-2019-88746.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle is disassembled when used. A different device was used to complete the procedure. There were no adverse patient consequences reported.